Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during hemorrhoidopexy, an incomplete staple line was observed. The surgeon had to over sewed to fix the staple line and the case was completed.